Event description:
Boston scientific received information that this pulse generator, upon interrogation, displayed a programmer message that the device was in the presence of a magnet. There were no adverse patient effects reported.

Manufacturer narrative:
When the "enable magnet use" is programmed to "off" and the magnetic switch is suck in the closed position, the device will continue to provide tachyarrhythmia therapy and bradycardia pacing therapy as programmed; however, the remaining device life will be reduced significantly. Elective replacement indicators (eri), including audible tone (if activated, as in default settings), remain intact.